Event description:
Procedure: thoraco/lobectomy. According to the reporter: the device fired first clip as usual. The handle became not to be squeezed at the second firing and red mark appeared in indicator. Second device was used, it fired first clip without incident but the handle locked at the second firing. Another device was used. No pt harm. Operating time not extended. Additional tissue resection: no. Tissue damage: yes, bleeding occurred and it was treated. Nothing fell into the cavity.

Manufacturer narrative:
(B)(4).